Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site was unable to expose. It was noted that typically the top button on the hand switch was used but that didn¿t work. Then the site used the middle button and it appeared that it was taking an image and the mobile view station (mvs) was blinking but no images came up on the imaging system. The site then switched to the foot pedal and disconnected the hand switch,  only 3d navigated spins worked and sent over to the navigation system successfully. It was noted that the pendant buttons were hard to push you have to push on it really hard and the site did not feel the click of the button. There was no impact on patient outcome and the issue caused a less than 1 hour delay.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A110201: unable to expose a090208: only take images w/ foot-pedal only 3d a23: pendant buttons hard to press d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, ubd: unknown, UDI#: unknown, product ID: bi71000194, ubd: unknown, UDI#: unknown, g02034: hand switch g0204002: pendant h3: the system was serviced in the field. The hand switch was replaced. Codes b01, c13, and d02 are applicable. H3: the returned hand switch was analyzed. When actuated, the 2d button will not acquire an image and 3d button was intermittent. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.